Event description:
It was reported during a laparoscopic cholecystectomy, while using an er320, the clip applier was fired around the cystic duct and the device fired but the jaws got stuck on the tissue. The jaws would not re-open and the device would not release the clip. The surgeon could not slide the device off of the clip. It took approximately fifteen minutes to get the device off of the cystic duct. The case was completed by opening a new er320. There was no consequence to the pt.